Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the cv (cardiovascular) surgeon inserted the intra-aortic balloon (iab) via a sheath in the patient's left femoral artery. According to the cv surgeon in the cath lab there appeared to be a "problem" with the iab. The patient was moved to the cvicu (cardiovascular intensive care unit) and the problem continued. As a result, the iab was removed. Another iab was not inserted. There was no reported patient death, injury, or complications. It is unknown if there was a delay / interruption in iabp therapy. Medical / surgical intervention was not required. The patient outcome is listed as normal.